Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of multiple cartridges did not fit the infusion set tubing. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.